Manufacturer narrative:
The explanted device was not returned to bsn.

Event description:
A report was received that the patient was experiencing hematoma at the tenth thoracic vertebra (t10) which leads to leg weakness. The physician believed hematoma was due to surgery. The patient underwent an explant procedure. No device malfunction was suspected.